Event description:
During device preparation for atrial fibrillation procedure, the sideport detached from the introducer. The introducer was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.